Manufacturer narrative:
The investigation into the hemolysis is on-going at this time. No product nor data logs have yet been returned from the medical facility for analysis and/or benchtop testing. Should product be returned, and a root cause be determined, a final report will be filed. The failure mode will be monitored and trended.

Event description:
The medical team had an impella 5.5 support ongoing for a patient bridging to transplant. The team observed signs of hemolysis that prompted treatment. The team initiated dialysis and infused blood products. The pump remained on for support for over 12 days while awaiting heart transplant.

Manufacturer narrative:
Since the original report was filed, the investigation has concluded. The medical center returned the pump and benchtop analysis determined the cause of the hemolysis was biomaterial. The failure mode will be monitored and trended.

Event description:
It was also reported that during support, the pump had lows flows. Troubleshooting was able to resolve this issue. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported low flow and hemolysis. The data log shows a pump flow of 5.0 l/min on 9/1 when low pump flow was reported. On 9/11 the pump flow drops to around 1.0 l/min. There is also a motor current spike observed in the data log on 9/11. A visual inspection of the returned pump revealed a clot on both the inflow and the outflow. No other abnormalities were observed. The cause of the low pump flow and hemolysis was biomaterial. This report is being filed as part of a retrospective review of historical records.